Manufacturer narrative:
Additional information will be provided once the investigation has been completed.

Event description:
It was reported that during a procedure, the tip of the unit broke off inside the patient. It was further reported that there was a 45 minute delay with no adverse consequences to the patient.

Event description:
It was reported that during a procedure, the tip of the unit broke off inside the patient. It was further reported that there was a 45 minute delay with no adverse consequences to the patient.

Manufacturer narrative:
The product was returned for investigation. The reported failure mode was confirmed. A review of the device history record was performed. The review disclosed no manufacturing discrepancies that could contribute to this condition. The unit was visually inspected without magnification. The ceramic plus electrode breakage condition was confirmed. The detached electrode was returned with the unit. However, the missing ceramic was not. Scratch wear marks were observed on the lumen. Based on the visual inspection of the unit, it indicates that the unit was extensively used during surgery for cutting tissue. Therefore,a possible user related (misuse) contributor cannot be ruled out. In sum, the product was returned for investigation and the reported failure mode was confirmed. The failure mode will be monitored for future reoccurrence.